Event description:
The facility reports the operator wsa lifting the resident out of the tub. The lift was turned and was being lowered when the lift base broke, sending the unit and resident against a nearby wall. Resident was approximately 4 feet from the floor. Resident suffered a 4-5 inch long cut ot the lower left leg requiring stitches.